Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during an in-clinic interrogation. This patient is pacemaker dependent, therefore technical services (ts) reviewed possibility of oversensing due to unipolar sensing. No adverse patient effects were reported. This crt-p remains in service. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. Additional information was received that when this crt-p entered safety mode, the communicator associated with this device was not alerted. No adverse patient effects were reported. This crt-p remains in service. Additional information was received that this crt-p was explanted and replaced due to entering safety mode. This crt-p has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during an in-clinic interrogation. This patient is pacemaker dependent, therefore technical services (ts) reviewed possibility of oversensing due to unipolar sensing. No adverse patient effects were reported. This crt-p remains in service. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. Additional information was received that when this crt-p entered safety mode, the communicator associated with this device was not alerted. No adverse patient effects were reported. This crt-p remains in service. Additional information was received that this crt-p was explanted and replaced due to entering safety mode. This crt-p has been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during an in-clinic interrogation. This patient is pacemaker dependent, therefore technical services (ts) reviewed possibility of oversensing due to unipolar sensing. No adverse patient effects were reported. This crt-p remains in service.